Manufacturer narrative:
A geting field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. All functional and safety checks were performed to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). Full initial reporter name: (B)(6).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had issues with wheels and wobbling and sticking. There was no patient involvement.